Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was admitted in the emergency room due to diabetes ketoacidosis and high blood glucose of 695mg/dl. The nurse stated that the insulin pump alarmed button error, and the customer was not able to deliver any insulin after the alarm. The nurse mentioned that the device fell into the water and it started to vibrate every thirty minutes. Advised to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Unable to perform any of the functional testing due to unresponsive buttons. Unit had scratched display window, cracked case at display window corners, battery tube, missing end cap sticker and moisture damage on the electronic assembly and motor.